Manufacturer narrative:
It was reported that patient underwent sling revision, urethrolysis, kelly implication and cystourethroscopy on (B)(6) 2013 for dyspareunia, complication of vaginal and genitourinary device and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to sui. It was reported that following insertion the patient experienced chronic pain, dyspareunia, infections, recurrence, worsening of incontinence and other urinary problems. (B)(4).